Event description:
Event description guidant received information that this right ventricular lead was unable to capture the myocardium as expected. The lead was surgically abandoned and successfully replaced.